Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. According to the revision carried out on (B)(6) 2022 for lot number 9547975. Non-conformances were found with number (B)(4) related to device malfunction. Reason for device explant and/or reoperation: n/a. (B)(4). If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that an african american female patient who underwent primary breast augmentation surgery with two 275cc mentor smooth round moderate plus profile saline breast implants experienced pain, facial cystic acne, asymmetry, dilated kidneys, fatigue post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's date of event is (B)(6) 2021. Patient also experienced breast cysts, floating breast mass post procedure. Manufacturer¿s reference number: (B)(4).